Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. To resolve the issue, the customer changed the infusion set and cartridge, then resuming insulin.